Event description:
Event description guidant received information that since implant the impedance of this right ventricular (rv) lead has been increasing and it is now out-of-range. Sensing and thresholds are normal.